Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed no parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system is unplugged from wall power it has a fast beep for a depleted battery. The manufacturer representative checked the self-test and the battery was discharging at a normal rate. No patient was present at the time of the event.